Event description:
Stent placement: the target lesion was from the left common iliac artery to external iliac artery. The patient was female but age was unknown. Moderate calcification and vessel tortuosity, the rate of stenosis was 60%. Ipsilateral approach. A guidewire (product: radifocus, brand: terumo, 0.035inch) was inserted across the lesion and smart control (catalogue#: c10060sl, lot#: 15234676, complaint product) was delivered to the lesion. The stent placement was started using the dial (not using the lever); however, the stent jumped toward the aorta and the stent hit the aorta wall and stopped there. 20-30mm of the distal end of the stent was placed inside the aorta. Post-dilatation of the stent was conducted using the balloon catheter (product: powerflex p3, 8mm x 40mm). The procedure was completed without patient injury. There was no blocking of blood flow and patient's condition is stable. No product return. Physician's comment: it is strange that the entire length of the stent (60mm) was deployed using only the dial, although it is necessary to use the lever to deploy the stent more than 40mm. The supporting doctor might have held the shaft of the smart control during the deployment of the stent.

Manufacturer narrative:
Concomitant medical product: balloon: powerflex p3, 8x40mm. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15234676 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.